Event description:
It was reported patient underwent a bilateral total knee arthroplasty on (B)(6) 2011. Subsequently, patient underwent a left knee revision on (B)(6) 2013 due to laxity, implant squeaking, pain, varus and dark fluid around the joint. Sales rep noted the femoral knee wore through the tibial bearing and into the base plate and some of the screws. Operative report further noted patient had fallen. The tibial bearing, base plate and femoral stem were removed and replaced.

Manufacturer narrative:
Examination of returned device found evidence of wear and material removal; most likely as a result of contact between the femoral component and baseplate after fracture of the tibial bearing led to migration. Based on review of manufacturing history records, the part likely left biomet conforming.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 12 states, "valgus-varus deformity." Number 14 states, "patellar tendon rupture and ligamentous laxity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-05357 / 05360).